Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after starting a new usual meal pattern following a significant diet change while using the ilet pump, and the user attributed a low glucose event to the pump delivering more insulin than needed for the meal; the user treated with oral glucose and experienced a recurrent low, and education was provided to consult a clinician about a target change or factory reset. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment without hospitalization. Investigation included review of available reports and user-provided history with troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device malfunction confirmed, and the event was associated with insulin dosing that exceeded carbohydrate intake under the new diet. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.